Event description:
It was reported that the patient underwent surgical explant of the artificial urinary sphincter (aus) due to recurring incontinence, right sided scrotal pain, and inguinal pain. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically inspected, and leak tested. No damage or abnormality was noted, no leaks were identified in the cuff. The balloon was visually and microscopically inspected, and leak tested. No damage or abnormality was noted, no leaks were identified in the balloon. The component was not functionally tested due to unknown product specifications. The pump was visually and microscopically inspected, leak and functionally tested. No damage or abnormality was noted, no leaks were identified in the pump. The reported allegations of urinary incontinence and pain are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical explant of the inflatable penile prosthesis (ipp) due to recurring incontinence, right sided scrotal pain, and inguinal pain. There were no additional patient complications.